Event description:
It was reported before use the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes had foreign matter in tube; biological and nonbiological. This event occurred 210 times. The following information was provided by the initial reporter: the customer stated "the following issue was found in tubes; dirty tube x210."

Manufacturer narrative:
H.6. Investigation: bdj received the actual samples. No samples were received at the manufacturing site , but 4 photos were provided by bdj for investigation. The photos were reviewed and the indicated failure mode for foreign matter(ink) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes had foreign matter in tube; biological and nonbiological. This event occurred 210 times. The following information was provided by the initial reporter: the customer stated "the following issue was found in tubes; dirty tube x210."